Manufacturer narrative:
On 09-may-2025, the following additional information was obtained: the customer said that on the day of the incident it was confirmed that after further investigation during the case, the issue could be assigned to being surgeon error with using the console and no further information required.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed full system verification and could not reproduce the error. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy procedure, the customer was experiencing an error code when starting the system. The nurse indicated that at that time, the da vinci system was already docked to the patient. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found occurrences of communication errors. The tse guided the customer to hard power cycle the system and reseat the blue fiber cables to ensure the connection was good. After power cycling the system, the error came back. The system was power cycled again, fiber cables were re-checked, and it powered up normally, with a "da vinci is ready" chime. However, the customer reportedly could not control instruments using the surgeon side console (ssc). Therefore, the customer replaced the ssc with another one. The customer was still unable to control the instruments using the ssc. As a result, the surgeon elected to convert the case to open surgery.